Event description:
The reporter claims that the product has been in use, since (B)(6)2010, and the stitching on the cuff which hold the hook and loop came undone. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - stitching came undone. Eval results: eval for the returned product shows that the stitching that holds the red loop came undone. The two black half inch nylon tapes are missing from the same cuff. The product IFU indicates that before each use, check the cuffs and straps for cracks, tears and or excessive wear. (B)(4).